Event description:
On (B)(6) 2011, patient reported the infusion set insertion device was damaged. He attempted to insert an infusion headset into his abdomen but wasn't able to. He tried to "mess" with the insertion device, and the infusion headset released into his hand. After this, the spring fell out of the insertion device. Patient did not require treatment from a health care professional or second party to address the issue, and he was "okay". Patient reviewed how to properly use the insertion device, and he appeared to follow all steps correctly. Insertion device was replaced and requested for evaluation.